Event description:
The report stated that during a laparoscopic left colectomy the ligasure atlas handpiece did not seal the inferior mesenteric artery (ima) the first time it was activated. The sealing cycle was very short and when the surgeon opened the jaws of the ligasure atlas the ima started to bleed right away. The pt experienced a blood loss of 100 - 200 ml and did not require a transfusion. The ima did not show any evidence of vessel fusion. The generator did sound an end tone to indicate the end of a complete sealing cycle. After this first attempt, the instrument worked well through the operation. The handpiece was used in conjunction with a forcetriad energy platform which was set at 2 bars of power.

Manufacturer narrative:
Date of initial report: april 29, 2008. The incident devices have been received, and are under eval. When the device evaluations are complete, a follow-up report will be submitted.